Event description:
Midnight on (B)(6): patient's intravenous tubing connected to central venous line found broken right above the luer access device. Patient ambulated out of bed without assistance and pulled on line. IV line found separated from patient and blood on the floor. Further inspection of tubing found tubing broke apart above luer lock. Labs ordered immediately. Dates of use: (B)(6) 2017. Diagnosis or reason for use: gi bleeb. Is the product compounded: yes.